Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed due to a detached sheath. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic sheath at the proximal end site was buckled and detached from the connecting slider and the plastic sheath is frayed at distal end side. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported while using an aspiration needle during endobronchial ultrasound (ebus) with transbronchial needle aspiration (tbna), the handle moved without resistance, but the needle did not come out when attempting to remove the needle in order to facilitate sample recovery by injecting sodium chloride. The procedure was completed using a similar device. There was no report of patient harm.